Event description:
Information received by medtronic indicated that the insulin pen had broken. Customer stated insulin pump was dropped. Black disc part of the insulin pen was not working. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.

Manufacturer narrative:
(B)(4). Customer reports: accidentally dropped inpen and it is broken -black cart is broken per visual inspection: inpen received with missing injection foot and return dial. Unit paired successfully to commercial app. Inpen received with leadscrew 3/4 of the travel. Unable to rewind leadscrew due to missing return dial and injection foot. The screw was not bent. Unable to perform functional test due to physical damage to inpen. In conclusion: the cartridge holder was received in good condition and locked properly. The customer complaint of physical damage to injection foot and return dial was confirmed.